Event description:
It was reported that the patient was experiencing discomfort and was unable to charge the device after having fallen on two different occasion, six and three months ago. The patient underwent an ipg replacement procedure and has experienced no complications post-operatively.

Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed and the reported event of charging difficulties was confirmed. The ipg was undetectable to remote control and clinical programmer and could not be charged. The ipg was cut open and the battery measured 3.83 volts. The internal inspection found one of the antenna coil ends was fractured at the solder side. Investigation conclusion: with all the available information, boston scientific concludes through analysis of the device that the reported event of charging difficulties was confirmed due to component failure. An internal inspection of the ipg found that one of the antenna coil ends was fractured at the solder site resulting in the patients remote control not connecting to the ipg, thus concluding that the device was unable to charge. Based on the result of laboratory testing and available information, engineers concluded that excessive stress was exerted onto the ipg, causing the movement of the coil on the frame. This movement then resulted in the damage to the antenna coil wire. Therefore the likely cause was traced to component failure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing discomfort and was unable to charge the device after having fallen on two different occasion, six and three months ago. The patient underwent an ipg replacement procedure and has experienced no complications post-operatively.